Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt has requested that the scs system be removed due to a change in the pain pattern. The pt no longer has pan in the original pain pattern, he has a new pain. The pt plans surgical intervention to address the issue.